Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had bent cannulas on multiple infusion sets and blood glucose level was 400 mg/dl. The customer also reported that the insulin pump had a no delivery alarm during bolus. Troubleshooting was performed and the customer confirmed insulin did exit the tubing when disconnected at the quick release. He removed the cannula and stated it was not bent. The customer confirmed having scar tissue. He did not have supplies to change the infusion set and stated he would revert to back-up plan. The device will not be returned for analysis.